Event description:
2006 urinary diversion with placement of ileal conduit for bladder ca, lysis of extensive adhesions, revision of abdominal scar. Per operative note: surgiwrap was placed into the peritoneum over the bowel and the anastomotic site. Approx 2 months later-admitted to the hosp with increased abd distention, pain and high white cell count. Dx'd with pancreatitis and placed on IV antibiotics. Continued with complaints pain. A CT scan was done and noted fluid collection with suggested abd wall abscess. Eight days later-taken to the or for I&d and removal of surgiwrap.

Manufacturer narrative:
Factors that may have attributed to the fluid collection due in part to product not being secured in place as recommended. Fluid from the collection was never verified to be infectious by pathology, as no samples were sent. Surgiwrap was explanted during the I&d of the fluid collection.